Event description:
Initial (16-oct-2024): this serious adverse event was received via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On an unreported date, the consumer used dentek easy brush to clean between teeth and when pulling back the brush in the teeth the brush and wire pulled out of the handle and lodged in the side of her jaw. She went to the hospital and the broken part was dislodged and an x-ray was taken which revealed part of the broken part was swallowed, but showed no sign of the product entering the lungs. This case outcome is recovered/resolved. Meddra version 27.0 expectedness: foreign body in mouth: unexpected accidental device ingestion device physical property issue. According to the company reference safety information.